Manufacturer narrative:
The complaint of minimal purchase being achieved during screw insertion was reported. The DHR review and inventory review could not be performed as device lot number is unknown. A two-year review of the complaint database revealed for the part number 334-24xx family revealed one (1) complaint related to difficulty gripping bone, which is the complaint in this report. The device was not received for evaluation as it remains implanted. Potential causes are inadequate design, poor bone quality, damaged/defective, user error (did not use proper drill size or proper length of screw). However, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during a 4th pip fusion surgery, upon insertion of the fusion screw, the surgeon stated minimal purchase was achieved in the patient's middle phalanx. It was reported the surgery was completed "per technique", and "the surgeon stated and demonstrated a lack of stability at the fusion site". It was also reported a cerclage wire tension band construct was applied, and the reported screw remains implanted. This issue prolonged the surgery by 45 minutes.